Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the nurse went to the patient for venipuncture and catheteration, and checked that the outer package of the indwelling needle was not damaged. After opening the package, when the needle core was loosened left and right, an unidentified object similar to barbs was found attached to the hose.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0028372. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted photographs and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. To prevent future occurrences of the nature, our facility has optimized our line checks to identify and remove excess build up of silicone. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the nurse went to the patient for venipuncture and catheteration, and checked that the outer package of the indwelling needle was not damaged. After opening the package, when the needle core was loosened left and right, an unidentified object similar to barbs was found attached to the hose.